Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. The vasculature was noted greater than 7.5mm, no calcification or tortuosity, with a deployment depth measurement of 3cm + 1cm. Micropuncture and ultrasound were utilized to gain access above the bifurcation and below the inguinal ligament. No issues were observed inserting the sheath. The physician encountered higher than normal tension advancing the bypass tube through the hemostatic valve of the manta sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The manta was deployed into the tissue tract and a surgical cut down was performed to achieve hemostasis. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive; due to insufficient information pertaining to the initial and deployment procedures, patient conditions and environment and no angiograms submitted for investigative purposes.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta deployed in tissue track. Physician noted higher than normal tension required to insert manta device into sheath. Surgical cutdown performed. Additional information received on 03dec2021: during a tavr heart valve placement, ultrasound and micro puncture access was obtained. Access was in the right cfa, above bifurcation, and below the inguinal ligament. The right cfa measured greater than 7.5mm and had no calcification and no tortuosity. Manta depth was measured at 3+1 = 4cm. Current patient condition is reported as fine.